Event description:
The customer reported that the live image was going blank when activating the fluoroscopic x-ray. This was a result of the system arcing. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and cleaned and regreased the candlestick high voltage connectors, reseated connectors and fuses on the dc distribution board, and adjusted the 5v power supplies. The system operates as intended.